Event description:
According tot he initial reporter, the device was placed on (B)(6) 2018. A follow up CT was performed on (B)(6) 2018 and showed a small amount of thrombus in the graft. 8 weeks ago, another CT was performed and showed the graft had embolized. Leg fasciotomies were performed. A CT was performed this week and showed extensive thrombus; the patient was placed on anticoagulants.